Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and an aic increase from 6.5 to 9.0. Customer increased the pump basal rate to address bg. Suspected cause was an unspecified issue with the pump; however, this could not be confirmed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.